Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system generated elevated troponin I (accutni) results for one patient. Per the customer, the elevated results were not reported out of the laboratory. Customer indicated subsequent testing on an alternate methodology produced lower discrepant results within the normal reference range. Customer reported that access accutni reagent, lot 219417, and access accutni calibrator (s0-s5), lot 116461, were used in conjunction with the access 2 analyzer. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) went on site and performed maintenance. The fse discovered a bent main pipettor while performing maintenance. The fse replaced the pipettor and verified the hardware was operating within specifications.

Manufacturer narrative:
Evaluation results:pipettor.